Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that failure code 703 occurred three (3) times; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703 was confirmed during product evaluation. The cause of the reported condition was found to be a damaged user interface module-pump head module harness. The harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.